Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 5 bursts of inappropriate anti-tachycardia pacing (atp) and 4 electric shocks due to a supraventricular tachycardia (svt) while the patient was exercising. No additional adverse patient effects were reported. This device remains in service.